Event description:
The following was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment of an abdominal aortic aneurysm using two gore® excluder® aaa endoprostheses. On (B)(6) 2022, the patient developed pain in both legs and lower back, computed tomography imaging revealed thrombotic occlusion from the proximal side of the trunk-ipsilateral leg component to distal end of the both legs, and infolding on the proximal and just below the flow divider left side of the trunk-ipsilateral leg component. On (B)(6) 2022, thrombectomy was performed and the blood flow was restored, and an additional stent graft was placed at proximal side of the trunk-ipsilateral leg component. The patient tolerated the procedure. The physician reported that it is possible that the blood flow hit the proximal side of the trunk and infolded, it might have been better to place the device from under the tortuous anatomy. It is also possible that the patient was susceptible to thrombosis, not due to the stent graft.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.